Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the product's sterility was compromised. During unpacking it was observed that the angiojet® solent¿ proxi catheter device pouch appeared to be damaged and the facility was concerned with the sterility of the device. No patient complications were reported as the device never entered into the patient's body.